Manufacturer narrative:
The information in this report was provided by (B)(4) legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It's alleged by the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further alleged that the patient's left hip was then revised on (B)(6) 2014 after blood work revealed "excessive levels of chromium and cobalt".